Event description:
The user facility reported that the pump over-infused but no patient was involved. Zyno has requested; however, the user facility has yet to provide detailed information.

Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the flow rate is outside of the specified +-5% accuracy. This report is filed retrospectively as a result of an internal audit.